Event description:
It was reported that this right ventricular (rv) lead had perforated the right ventricle, confirmed through a computerized tomography (CT) scan. Patient was hospitalized and underwent a lead revision to replace the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had perforated the right ventricle, confirmed through a computerized tomography (CT) scan. Patient was hospitalized and underwent a lead revision to replace the lead. No additional adverse patient effects were reported.